Event description:
It was reported that the cartridge o-ring was missing. The customer confirmed the o-ring was not located on the pneumatic tap. There was no reported adverse impact to the customer. A new cartridge was loaded to resolve the issue.